Manufacturer narrative:
Siemens filed the initial MDR 2432235-2019-00427 on 18-nov-2019. Additional information (18-nov-2019): b5 and b6 were updated to include the sid (B)(6). Additional information (27-nov-2019): siemens investigated the event. A full preventive maintenance (pm) was performed along with recalibration of the sample plunger to the bottom of cuvette. Siemens customer service engineer (cse) verified all alignments for the sample tip and corrected/replaced the high sample tip bottom of cuvette. Cse noticed that the tip was compressing; the cuvette should be only touching. If the sample probe tip is not calibrated to the bottom of the cuvette, patient sample could be dispensed of a minimal size such in the case of hcv, and could potentially contribute to a false negative hcv result. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
False negative hepatitis c antibodies (anti-hcv) patient results were obtained on an advia centaur xpt instrument. The initial results were reported to the physician(s) and questioned. The same samples were repeated on the same instrument. Results were also repeated on non-siemens instruments to verify diagnosis. The repeated results were reported, as the correct results, to the physician(s). Sid (B)(6) was repeated again on a non-siemens instrument and was reported as the correct result to the physician. There are no known reports of patient intervention or adverse health consequences due to the discordant results.

Manufacturer narrative:
The customer contacted siemens customer care center (ccc) and reported false (B)(6) antibodies ((B)(6)) patient results obtained on an advia centaur xpt instrument. A siemens customer service engineer (cse) was dispatched to the customer site. Cse verified all alignments for the sample tip and corrected/replaced the high sample tip bottom of cuvette. Cse noticed that the tip was compressing; the cuvette should be only touching. Quality controls (qc) were performed and the instrument is fully operational. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
False b)(6) antibodies ((B)(6)) patient results were obtained on an advia centaur xpt instrument. The initial results were reported to the physician(s) and questioned. The same samples were repeated on the same instrument. Results were also repeated on non-siemens instruments to verify diagnosis. The repeated results were reported, as the correct results, to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant results.